Event description:
It was reported that during implant and after pocket closure, the lead would not capture and impedance was high. The pocket was re-opened and the lead was extracted and replaced with an alternative lead. Again, the lead would not capture and impedance readings were high. The lead was extracted and successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and there was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. It was noted that no set screw marks were present on the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.